Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) cuff component removed due to erosion. A new aus 4.0 cm cuff was implanted. Additional information was received that the erosion was in the urethra and the patient is in stable condition today. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) cuff component removed due to erosion. A new aus 4.0 cm cuff was implanted. Additional information was received that the erosion was in the urethra and the patient is in stable condition today. No further patient complications were reported in relation to this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Correction to event product investigation results added to event description.

Manufacturer narrative:
Evaluation conclusion added.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) cuff component removed due to erosion. A new aus 4.0 cm cuff was implanted. Additional information was received that the erosion was in the urethra and the patient is in stable condition today. No further patient complications were reported in relation to this event.